Event description:
The customer reported the head holder for operations assembly is too loose, and that during set up of the equipment for the hfd100 head fixation device, the linkage was loose/wobbly and was replaced prior to a litt procedure. The customer reported the patient did not sustain injury due to the equipment issue, and the procedure was delayed for approximately 5-10 minutes while the linkage components of the subject hfd100 were swapped out for linkage components from an alternate hfd100 at the customer site. The customer reported there was no significant delay or impact on the procedure and the patient tolerated the procedure well.

Manufacturer narrative:
The subject device has returned to the manufacturer and evaluation is in process. A follow up report will be submitted once investigation is complete.